Event description:
It was reported that several low pacing impedance and low hvli alerts were noted. Device replacement will be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.